Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Father stated the customer was hospitalized on (B)(6) 2017 with blood glucose of 500 mg/dl. Father was told at the hospital that the insulin infusion device had not delivered correctly. Customer feels better now, but he is not using pump anymore and he will stay 2 days longer at the hospital. A request was made for the return of the device.